Event description:
The customer reported that while in patient use the ventilator was alarming circuit occlusion, circuit disconnect, high rate, high ppeak, ext high ppeak pressure. The customer was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4).the care fusion field service technician evaluated the ventilator and found error log displaying bad ID efs, data error efs, header error efs, bad cal efs pt, device not found efs for (B)(4) 2015. Tested the ventilator after all hardware replacements and electrical adjustments, and tested to specifications. The care fusion failure analysis technician evaluated the gas delivery engine verified the reported issue of a circuit occlusion and extended high ppeak alarm. Issue was isolated to the expiratory pressure transducer on the transducer communication alarm pcba.